Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. Other relevant device(s) are: product ID: p1041, lot 0008388397, use by date 2017-11-23, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon removal of the delivery catheter system (dcs) following deployment, the nose cone caught on the bottom of the valve. The valve dislodged into the ascending aorta. A second valve was implanted. No adverse patient effects were reported.